Event description:
My son has been using the product amo complete moisture plus, multi-purpose moisture plus, multi-purpose solution - lot/exp.: zb03760, 08/2008. He is experiensing a red eye, burning and eye is sensitive to light - he can see in the dark but not as good in the light - . The eye dr has not returned my call and just need to ask a question, but unable to get through by phone. Dose: morning and night, frequency: every day. Route: other. Date of use: 2007. Diagnosis or reason for use: for contact lens solution.